Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device. The motor cartridge pins were found burnt.

Event description:
The core micro drill was sent for evaluation because it was allegedly running without user activation. There was no patient involvement, and no adverse consequences reported.